Event description:
The recipient reportedly experienced device migration followed by extrusion. The recipient presented with a skin flap infection. The recipient underwent skin flap revision surgery on (B)(6) 2018. The recipient was prescribed antibiotics to treat the infection. The recipient was hospitalized for 1 week.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation reportedly went well. This is the final report.